Event description:
It was reported that the products have been explanted after a intraprosthetic dislocation had been occurred. An insert adm and a implant v40 have been returned at another country's MFR. It was further reported that the head went out of the insert. The adverse consequence is the revision surgery.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.